Event description:
Rn received order to disconnect patient's feeding tube. Upon removing the tube from the patient's right nose, tube slid back easily until the very end of the tip and it felt like it caught briefly at the back of the patient's sinus cavity and the tip of the catheter was noted to be missing upon exit of the tube from the patient's nose. Rn noted the weighted tip of the tube was missing. Md notified and order received to x-ray patient for verification of the tip. Tip noted in patient's esophagus/stomach area.what was the original intended procedure?enteral feeding per tube.device #1is this a laboratory device or laboratory test?no.